Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A technical specialist confirmed that no failures were detected with the device. There was no order input for med 16430 against the patient. User attempted to override the medication. User role pharmacy tech does not have the override group selected in order to perform this action. The system functioned as intended.

Event description:
It was reported when using the bd pyxis med station system the customer was unable to access medication during an emergent situation while the patient was in the emergency department. The user was not able to remove fentanyl 100mcg/2ml from drawer 2.2. The user was removing fentanyl on override during a code so there was not order for him to remove the vial against. The user claimed that he could not access the patient for the override, that the name was grayed out. The nurse was able to get the medication from another device. The customer was not able to confirm if there were any adverse events or injuries related to the patient code.